Event description:
The gastrostomy tube was placed in the pt 5 months ago. It was taken care of as indicated in the product label every week. In 2007, it was decided to change the gastrostomy tube, at that moment, when they tried to deflate the balloon they realized that they could not extract the liquid. They had to cut the external tube until they could not see that the liquid could flow outside. The balloon became deflated and the gastrostomy tube could be removed without any harm to the pt.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.